Event description:
It was reported that a malfunction occurred on pump, with no notable events occurring beforehand and a resettable malfunction code displayed. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received pump reset instructions, and successfully reset pump with assistance, and no additional outcome information was provided.